Event description:
(B)(4). Extreme pains causing me to go to the dr who then sent me to the ER for emergency scan to rule out appendicitis and kidney stone. Pains were from having the coils inside. As suffered for almost 2 years before my dr finally agreed to do the hysterectomy and to remove the coils as well.